Event description:
Customer reported being hospitalized for a low blood glucose level due to an accidental insulin overdose and miscalculated carbohydrate intake. Blood glucose level at the time of admission was 33 mg/dl. Customer also needed assistance with reprogramming insulin pump settings after hospital staff removed the battery. Blood glucose level at the time of the call was 207 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).